Event description:
Pt's father reported his son had large ketones and his blood glucose ranged from 300 mg/dl to 411 mg/dl. They were in the ER for 5 hours and while he was receiving an IV drip of pod occluded and an alarm sounded. The pt's father stated the cannula was bent. We do not expect the product to return for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess how the device was functioning, however, as reported the device operated as intended. The pod sounded an occlusion alarm to alert the user to a serious condition (cannula kink). An alarm is a safety feature and not considered a malfunction. Since the device is not returning, an evaluation cannot be performed to determine if any malfunction occurred. Product lot qualification records were not reviewed since no lot number was provided. The omnipod's user guide has a section dedicated to "errors, advisories, and hazard alarms," and warns "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarm occurred, the pdm will remind you of this." When an occlusion alarm occurs the pdm alerts the user that "insulin delivery has stopped" and instructs them to "change the pod now". Users must press ok to acknowledge the message.